Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the subject device had not been reprocessed. The incorrect reprocessed (reprocessed according to a procedure different from the instruction manual) subject device was used. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not reviewed the manufacture history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the reprocessing method may have been inappropriate or inadequate. If additional information becomes available, this report will be supplemented.